Event description:
Pt presented to ER suffering acute inferior wall myocardial infarction. During angio-set therapy pt developed hypotension and asystole, which was successfully treated with atropine, epinephrine, dopamine, and intra-aortic balloon pump.